Event description:
The customer reported via phone call that they had a failed battery test alarm on their insulin pump. Customer also reported a off now power alert occurring on the insulin pump. The customer reported this was the first occurrence of the off no power alert. Customer's blood glucose was unknown. At the time of the call. Troubleshooting did not find any damage or corrosion to the customer's battery compartment. It was found the customer did not receive a failed battery test alarm at the end of troubleshooting. Customer also reported a no delivery alarm occurring. Customer was able to resolve the alarm with a complete set change. The customer will be sent a replacement battery cap. The customer will not be returning the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.